Manufacturer narrative:
B5: additional information received 07aug2023. Summary of event: as reported, a 'ngage nitinol stone extractor' was being used for a flexible ureteroscopy with stone removal procedure. During the first stone removal attempt, the user detected that the basket wire had broken. The user changed to another 'ngage nitinol stone extractor' to complete the procedure. The device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 15052501. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU [t_shef_rev1; 'suggested handling instructions for extractors and forceps'] supplied with the device states the following in consideration of the reported failure mode: - "important: excessive force could damage device." Functional tests and visual inspection of the returned complaint device were also conducted. One used 'ngage nitinol stone extractor' was returned for investigation in an open marketing carton, but not in product protector, and no other packaging. The pin vise collet and handle connector cap was observed to be loose. The cannulated handle is kinked at flare of support sheath; it is possible this happened in returned shipping as the extractor was returned without its original tray. One wire of the basket formation was observed to be broken, and the shrink tubing on the wire appears damaged. The handle was reassembled and was able to actuate basket formation. There was no evidence to suggest the device was manufactured out of specification. The returned extractor confirmed the complaint. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 07aug2023: the device was tested prior to use.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'ngage nitinol stone extractor' was being used for a flexible ureteroscope with stone removal procedure. During the first stone removal attempt, the user detected that the basket wire had broken. The user changed to another 'ngage nitinol stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding device testing prior to use has been requested but is not available at this time.